Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited noise in the primary vector. A technical service (ts) consultant was requested to review device data. Ts advised there appears to be an untreated episode showing symptoms of non-physiological signal with a charging artifact and r-wave reduction and oversensing. Ts provided recommendations for electrode integrity testing in each vector, recommended x-ray imaging and advised on programming options. The device remains implanted. No adverse patient effects were reported. Attempts to obtain additional information have been unsuccessful. This s-ICD device remains implanted.